Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported the "unit does not work anyway with the placement". Patient stated he does not have any sensation in the lumbar spine at all, stating the unit he had before he used to be able to adjust settings to where he could get stimulation in back or legs in different programs. Patient mentioned during implant of current device, the health care professional (hcp) did not wake him up stating "I guess they thought everything was lined up". Patient mentioned since implant, his manufacturing representative (rep) have "never been able to make it work" since implant stating they tried adjusting settings with clinician programmer. Patient mentioned next friday from this report, patient is scheduled for surgery because the health care professional (hcp) are supposed to try and go back in and do something.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) and healthcare provider. The rep reported that the patient¿s leads had been revised on 2018-(B)(6) to try and get better coverage. The patient was unhappy with their stimulation coverage post-operative. They were frustrated that they were not achieving 100% relief following the lead revision. The last time a local rep met with the patient was on 2018-08-23, and the patient refused help and became verbally abusive. After refusing reprogramming from local manufacturing representatives, the patient saw a rep in a different territory on 2018-(B)(6), and now claims that they have relief. No further complications were reported or anticipated.

Event description:
Additional information was reported that the patient recently had a battery replacement. The patient was not happy with the stimulation coverage and had a lead revision. The patient is still not happy and refuses to see anyone from the local territory to reprogram. The implants are functioning properly. The patient is just unhappy with the coverage. Multiple reprogramming sessions have been done, but none since (B)(6) 2018, and now the patient refuses the help of the local team. The patient stated his current device does not give him the coverage his previous device did. The patient said the 1st rep that programmed the device said he wanted a second set of eyes on it. The patient also mentioned one of the reps tried and tried. It was noted one of the reps tried programming for six hours. Another rep only tried for one hour. The patient said the rep he talked to today told the patient he is the best there is and that sometimes the device just doesn't work. The patient said the rep told him his pain has changed. The patient stated he is not getting any coverage in his lumbar at all. The patient said that instead of getting coverage in his back and legs it is coming across the front. The patient noted he had perfect coverage the morning before his replacement. The patient said the lead is almost in the exact same spot. The patient now is in a great deal of pain. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165. Serial# (B)(4). Implanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.